Event description:
It was reported that the device was returned due to a suspected malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a suspected malfunction was confirmed in the laboratory. The device was tested on the bench and high pacing lead impedance measurements were observed. The cause of the field event was due to a failure of the vring contact spring which prevented a secure connection of the lead to the header. (B)(4). (B)(6).